Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and gynemesh ps was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mesh erosion into the vagina and dyspareunia. It was reported that the patient underwent resection of exposed mesh on (B)(6) 2014 by (B)(6), md. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.